Manufacturer narrative:
(B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access ft3 reagent was returned for evaluation. The patient's sample was received by the beckman coulter (bec) complaint handling unit (chu) in (B)(4). The patient's sample was analyzed on an access 2 immunoassay system (serial number (B)(4)) utilizing the access ft3 assay and recovered with a result of 6.22 pmol/l, above the assay's normal reference range. No interference was detected. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining a reproducible, elevated free triiodothyronine (access free t3) result for one (1) patient on the unicel dxi 800 access immunoassay system (serial number (B)(4)) that was discordant to another methodology and the patient's clinical file. The patient's free thyroxine (access frt4) result and the patient's human thyroid-stimulating hormone (access htsh) result were within normal reference ranges. The patient's sample was reanalyzed on the same unicel dxi 800 access immunoassay system and another access free t3 result above the customer's established normal reference range was obtained. The customer also analyzed the patient's sample on an alternate methodology (centaur, siemens) and obtained a discordant, lower result within that assay's normal reference range. The access free t3 result was not reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Qc (quality control), calibration and system check parameters were all recovering within expected ranges at the time of the event. The patient's sample was collected in a beckton dickson vacutainer serum separator tube and then centrifuged for fifteen (15) minutes at 4000 g (g-force) at room temperature. There was no report of sample integrity issues reported by the customer.